Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had chronic low flow alarms on (B)(6) 2024. The inflow cannula position was found to be directed towards to septum and the patient experienced suction events and cardiac ventricular tachycardia. The arrhythmia in this case was thought to be device related. They were taken to the operating room (or) for the cannula to be repositioned. The patient also received a temporary right ventricular assist device (rvad) during the procedure due to right ventricular failure. The patient's flows returned to normal following the operation. The patient was stable.

Manufacturer narrative:
Section a2: patient age corrected. Section b3: event date corrected. Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the reported low flow alarms. Although a specific cause for the low flow alarms could not conclusively be determined through this evaluation, the account communicated that low flow alarms resolved after repositioning the pump¿s inflow cannula. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported right heart failure and arrhythmia could not be conclusively established through this evaluation. The controller event log file contained events from 09jun2024 through 12jun2024. Transient low flow alarms were captured on (B)(6) 2024, which were associated with slightly elevated pulsatility index (pi) values. The low flow alarms appeared to ultimately resolve after on (B)(6) 2024. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1, ¿introduction¿, lists potential adverse events, including right heart failure and arrhythmia, that may be associated with the use of the heartmate 3 lvas. This section also addresses pump parameters, including pump flow and pulsatility index (pi). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions on how to insert the pump in the ventricle. This section instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure¿), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options, including right ventricular assist device (rvad) placement. Section 6 also lists arrhythmia as a potential late postimplant complication. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient had chronic low flow alarms since implant. Log file analysis captured intermittent low flow events on 09jun2024 with flow as low as 2.0 lpm. Right ventricular failure was pre-existing prior to implant.